Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a perclose device after an interventional laser atherectomy and angioplasty procedure with a 5f sheath. Reportedly, two balloon ruptures occurred. When attempting to close with a prostyle device, the needles could not grab the wall as the access site had enlarged significantly when the ruptured balloons were removed. Direct pressure was held and access was gained contralaterally from the right side. Two covered stents were placed to successfully achieve hemostasis. Then a new perclose was used on the right side to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the device was placed into a wider access site and therefore not able to capture vessel adequately. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.